Event description:
It was reported that there was oversensing and inappropriate therapy. An x-ray revealed that the lead had dislodged, and the tip of the lead was in the atria. The lead is to be explanted. No further patient complications have been reported as a result of this event.